Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. From the complaint image alone we have been unable to determine an exact cause of the failure, excessive force being applied to the distal tip during use could be factor. The issue related to this has been escalated to a CAPA. . Without the physical complaint device to evaluate we are unable to confirm any sings of misuse/excessive force i.e. Bent shaft which could indicate a clinical load being applied to the active tip which is higher than specified in the clinical model. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken tip is undetermined. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair procedure, the vapr tripolar 90 suction elect device metal plate had broken off and disconnected from the tip of the tripolar during normal use. It is unknown whether another device was used to complete the procedure or if there were any delays in the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H.11. Additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. A piece of metal from the cautery tip is detached. The fragment was returned. The cable and suction tube were cut by the customer. The device was sent to the manufacturer for further review. Manufacturing investigation result for vapr tripolar 90 suction elect: the visual inspection revealed that device was received with the distal section of the active tip detached so the complaint can be substantiated. As the power cable and suction tube had been cut off, electrical and functional tests have not been conducted. Visual inspection confirmed that the distal tip had fractured across the suction holes, which confirms the customer reported event that face fell off. During the manufacturing process 100% visual inspection is performed. The above failure mode has been reviewed against the systems risk assessment document. Force is applied during use (normal and excessive force) causing damage to components" leading to components / fragments detach within the patient and require retrieval" resulting in "tissue damage" most closely correlates to the failure mode seen, with a severity of "serious" and occurrence level of "probable". The risk level is rated as low as reasonably achievably (alra). The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the investigation findings, the potential cause for the broken tip is undetermined. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.